Event description:
It was reported that a user experienced low glucose while using the ilet bionic pancreas with contact detach infusion sets and a dexcom g7, during the first week of device use, and the user was also extending infusion set wear to four days. Symptoms included hypoglycemia. Outcomes included resolution with oral carbohydrates, as the user treated with small amounts of orange juice every 15 minutes and was advised that a small amount of sugar before meals could be used for added safety if levels were low. Investigation included case review, report review after data sync, and user education on off-label infusion set wear duration. Investigation of this case revealed no device malfunction reported and that hypoglycemia occurred with unclear cause. It was concluded that the event was user-managed with oral glucose, no further medical intervention was required, and the cause of hypoglycemia was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.